Event description:
It was reported that the device was in back-up vvi (bvvi) reset mode. During the analysis of ICD, an arc mark and hv output damage were found consistent with a damaged lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.